Event description:
Related manufacturer reference number: 1627487-2022-03006 and 1627487-2022-03008. It was reported following a trial procedure on (B)(6) 2022, the patient is unable to walk or stand alone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.